Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported shocking. The patient had some troubles with the machine and had periodic electronic jolts or shivers since some time in 2017, several weeks prior to (B)(6) 2017. The patient met with a manufacturer representative (rep) on (B)(6) 2017 to correct the issue and now the sensations had decreased in frequency but they were still happening. The patient was to follow-up with the hcp if the symptoms continued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and headache. It was reported that the patient was experiencing full body spasms since stimulation had been implanted, but the patient couldn¿t remember the specific date. An impedance check was performed and all impedances were within normal limits. Reprogramming was completed and the issue had resolved at the time of the report. No surgical intervention had occurred and a surgical intervention was not planned. Additional information was received from the manufacturer representative on (B)(6) 2017 reporting jolting. Additional information received from the manufacturer representative on (B)(6) 2017 clarified that the patient had described the issue as jolting and as spasm-like. It was state that jolting and spasms were the same for the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that they met with a manufacturer representative who adjusted their unit to a wider-broader sensation. The patient stated that the jolting sensations had not been completely resolved. They were still getting some jolts but not as many, about one to three times a day. The patient mentioned that they had been ¿keeping mental notes as to the weather, sun, etc.¿ and couldn¿t get a good handle on the problem. It was noted that the jolting would start in the patient¿s head and felt like a cold chill that moved down to their neck, shoulders, and arms. The patient stated that it would be very fast and very short. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer via the manufacturer representative on (B)(6) 2017 reported that the patient had little relief from the last reprogramming. The health care professional (hcp) asked the manufacturer representative to reprogram again. This was done to the patient¿s satisfaction. The patient reported to being encouraged by this new programming. The hcp instructed the patient to follow-up was as needed.